Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op diagnosis: l4-5, l5-s1 degenerative disk disease/ discogenic pain/radiculopathy. Procedure: left-sided l4-5, l5-s1 transforaminal lumbar interbody fusion. L4-5/l5-s1 peek spacers. L4 through s1 pedicle screw fixations/ instrumentation. L4-5, l5-s1 hemilaminotomies. Fluoroscopy. Autologous bone fusion. As per-op notes: ¿ the pedicle screw insertion sites were identified using standard anatomic landmarks (the intersection of the mid-transverse process line and the lateral facet line). Only the s1 holes were tapped with a 6.2 tap. Then 6.2x45 mm screws were placed at l4 and l5 bilaterally and 7 x 45 mm screws were placed at s1. Final fluoroscopy showed good position of the screws. In each case, an 11 spacer was found to be correct size. The spacers were filled with rhbmp-2/acs sponge. Before placing the spacers, morselized bone fragments from the decompression(which had been completely denuded of all soft tissues) were then wrapped in sponge and packed in the disk space. The 11 mm spacers were tapped into place and then rotated.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.